Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, they experienced unconsciousness. At an unspecified time of the event, the cgm was unknown, and the blood glucose reading was 1.2 mmol/l. The patient was treated by a family member with glucagon. The paramedics were called to the patient¿s home but there was no documentation about the medical intervention provided. At the time of the report, the patient recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.